Event description:
It was reported that the patient has experienced power surges in her feet along with hypersomnia. She believes that her device caused her tons of health problems since implant. Further information is being requested.

Manufacturer narrative:
Hypersomnia. (B) (4).